Event description:
A customer contacted baxter's technical service center to report a too many cycles when using their home choice (hc) machine. This event occurred during use, patient connected for fill. At the time of the call, the home patient (hp) was in change program menu. The hp stated that he has way too many cycles for the nights therapy. The hp has over 63 cycles. The technical service representative (tsr) had the hp press stop in fill 1 and to call his on call nurse to re-program. There was patient involvement; however, no patient injury or medical intervention associated with this event.

Manufacturer narrative:
(B)(4). The reported issue of too many cycles when using the homechoice machine was confirmed. The assignable cause was undetermined.

Manufacturer narrative:
(B)(4).a follow-up report will be filed should any significant supplemental information become available. This is a product not distributed in the us and does not have a 510 number.